Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a segmental lung resection and thoracoscopy. On the fourth firing to resect the lung, the surgeon closed the jaws, clamped the vessel, pushed the green button, squeezed the handle, but the instrument did not fire. The jaws of the device did not lock on patient tissue and were removed without causing tissue damage or bleeding. To complete the firing, another device was used successfully. No patient injury or extension in surgical time. Patient status is no problem.